Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states since the device was implanted, they have not been able to charge the ins and were getting code (B)(4). Caller states they have tried repositioning the recharger several times and still has issues with getting the recharger to connect. Caller states they have tried taking the recharger out of the belt and putting it directly on the ins and still no luck, they will maybe get it to connect once in a while and say excellent but then it loses the connection right away. Caller states the ins is at 10% so they were getting worried. On october 20th the manufacturer's representative (rep) stated they were scheduled to meet with patient (B)(6). (B)(6) the rep reported the battery seems to be moving in the pocket. There were no known environmental/external/patient factors that may have led or contributed to the issue. Rep attempted to recharge the device multiple times, was able to get good and excellent communication but was not able to complete the recharge as they would lose connection intermittently. Physician plans to revise the pocket on (B)(6) 2020.